Event description:
It was reported the patient's stimulation was intermittent. It was stated they felt stimulation 10 minutes ago and 'turned stimulation off because therapy did not stay on for long.' It was additionally noted the patient was charging more often because the implantable neurostimulator was 'not staying charged for very long.' Stimulation was usually on all day and there were no falls or traumas reported in relation to the intermittent stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3888-33, lot# j0209957v, implanted: (B)(6) 2002, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the battery went dead. The patient last felt stimulation 10 minutes ago and then they felt it go dead. It was reported that they the patient normally felt stimulation off and on.